Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable pacemaker reached elective replacement indicator (eri) and was suspected of exhibiting premature battery depletion (pbd). Boston scientific technical services (ts) reviewed and explained device has less than three months with 281 of power usage. Furthermore, this device was explanted. No additional adverse patient effects were reported.